Event description:
I received silicone breast implants in 2007, told by my doctor that the "new ones are safe. I wanted saline, but she pushed the silicone. Five mos later, my joints began to swell, ache and fill with fluid. I developed systemic autoimmune problems and I had an incredible a bill of health, being a fitness and nutrition instructor for 15 years. I had them removed in 2008 and since removal, I have been feeling better. These devices are not safe. I dont know a woman who doesn't have some complications from them. They nearly ruined my life.